Manufacturer narrative:
The investigation is ongoing and the pcb return for further test was requested. Results of the analysis will be provided to the follow-up report.

Event description:
Arjo received a complaint on citadel bed with indigo module (intuitive drive assist). Based on the collected information, the indigo movement was activated by the operator then the bed accelerated and did not stop even the pulling force was released. The operator activated the emergency stop button to stop the bed movement. No patient was involved at that time. No injury was reported. The problem was resolved by the pcb replacemenet.

Manufacturer narrative:
The arjo technician resolved the claimed issue by the replacement of the indigo pcb and the issue did not reoccur. The faulty pcb returned from the market was evaluated by arjo electronic engineer. It did not work (there was no power on it) and no further tests were possible. Based on the above, the claimed issue and the final root cause could not be confirmed. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that acceleration of the bed could be related to the gyroscope¿s high sensitivity to temperature changes. The bed inclination angle is calculated by the indigo software and it is based on the readings that come from two sensors: an accelerometer and a gyroscope. Assuming that the angle calculation is incorrect e.g. The bed is on the leveled floor, but the device calculates the inclination angle, then after starting even insignificant movement of the bed, it will accelerate much more than expected due to entering the slope assist mode. It is unknown if this scenario occurred in the claimed event as the issue was not duplicated during the pcb evaluation. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿. All devices with indigo are equipped with the emergency stops switches located at both the foot and head ends of the bed. Identification and location of the emergency stop switch is the before using indigo part of the instruction for use (IFU). When the emergency stop switch is activated, an electric brake is applied to reduce momentum and slow the bed down until stopped. Arjo device failed to meet its performance specification since the indigo worked incorrectly (accelerated and moved after releasing the pulling force). No patient was involved at that time. No injury was reported. The complaint was assessed as reportable to the allegation about the uncontrolled movement of the indigo module.